Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was capped during routine device changeout. The patient condition was good post procedure.